Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stem from the port broke off during placement. A new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date, the quantity affected is one unit. Investigation summary: one clearvue powerport isp with 8fr polyurethane s/l catheter was returned for evaluation. Visual inspection noted a jagged complete circumferential break on the port stem. Damage from non a traumatic clamps/forceps noted on the port stem at the location of the break, additionally, the break was ovaloid in shape and one small longitudinal fracture was noted on the inside of the distal end of the complete circumferential break. The identified clamp damage is the most likely root cause of the reported and identified issue. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the stem from the port broke off during placement. A new device was used to complete the procedure. There was no reported patient injury.